Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room on (B)(6) 2019 at 3.30pm due to diabetic ketoacidosis and high blood glucose level of 515 mg/dl. The blood glucose value at the time of incident was 600 mg/dl. The customer stated that insulin pump was not delivering insulin and last night got high blood glucose level which went to the emergency room and after customer got back to home it went up to the 447 mg/dl which led to the complaint. The customer treated their high blood glucose with pen and needles, two insulin intravenous. The customer declined troubleshoot for high blood glucose. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on the report's customer does allege insulin pump for under delivering insulin. The infusion set cannula was bent and customer experienced symptoms like vomiting due to high blood glucose level. The insulin pump will not be returned for analysis.